Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was elevated. It was confirmed that the customer had manual injections available. The customer was able to load the same cartridge successfully.